Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that at the elective procedure to replace this patient's device, this chronic shocking lead was interfaced to a replacement device and impedance measurements were greater than 200 ohms in different lead configurations. Measurements through the old device were all in range. Additionally, normal measurements were noted with a second device which was programmed distal coil to can. Based on troubleshooting, connection issues in the header were suspected. Therefore, the device was an attempted implant. This chronic lead remains in service. No adverse patient effects were reported.